Manufacturer narrative:
(B)(4). The complaint iw910 baby control mobile infant warmer was not returned to fisher & paykel healthcare (f&p) for investigation. Our investigation is thus based on the information provided by the hospital and our knowledge of the product. Without the return of the complaint device we are unable to determine what may have caused the reported event. We note that the complaint device was manufactured in 2005. Based on our knowledge of the product and this failure mode, it is likely that the observed damage on the warmer head is related to a known problem of incompatible cleaning solutions reacting with the polycarbonate plastic and acrylic components of the infant warmer. When the heater head begins to warm up during use a chemical reaction with the incompatible cleaning solution results in gradual crazing and cracking of the heater head. The infant warmer service manual for the affected unit features a diagram of the infant warmer which highlights polycarbonate and acrylic components and states the following: "caution do not clean the highlighted plastic surfaces with proprietary cleaning products containing either hydroxides, hypochlorites, peroxides, gluteraldehyde or cleaning products with a greater than 30% alcohol base"; "caution the chemicals used in these proprietary cleaning products may lead to discolouration, crazing and eventual cracking of the highlighted plastic surfaces." The hospital has since reported that the subject warmer was retired.

Event description:
A hospital in north carolina reported that the head casing of an iw910 mobile infant warmer was cracked.there was no reported patient involvement.

Manufacturer narrative:
(B)(4). We are currently in the process of obtaining the complaint head case of the subject iw910 baby control mobile infant warmer from the hospital. We will provide a follow-up report once we have received the complaint head case and completed our investigation.

Event description:
A hospital in (B)(6) reported that the head casing of an iw910 mobile infant warmer was cracked. There was no reported patient involvement.